Manufacturer narrative:
UDI = (B)(4).

Event description:
The customer reported the b battery showing an x on screen, ran operations check and the screen went blank. There was no reported patient involvement.